Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is available for evaluation and testing. However, the product has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report from the affiliate indicated that during a coronary stenting procedure while removing the cypher 3.0 x 33 mm stent from its protective sheath the physician felt resistance. When the stent was removed, the stent was noted to be flared/bent. The product was not clinically used in the pt. The intended target lesion was the proximal right coronary artery (rca). The lesion was reported to be: de novo, slightly calcified, not tortuous, and a 90% stenosis. Another stent was used to treat the pt successfully. No add'l info is available. There was no reported pt injury.